Event description:
The product was used during an unspecified procedure. Reportedly, the instrument did not cut. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.